Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review.based on our review of the system, there is no indication of an issue with the system. Overall, bg values meet the sg trends well.the user was advised to continue using the system, calibrating as requested.

Event description:
On 25 june 2025,senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.